Manufacturer narrative:
Concomitant medical products: product ID 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3998, lot# j0511490v, implanted: (B)(6) 2005, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
The patient said his stimulator is not working any more, he is going in for consult and wants a company representative there. Loss of therapeutic effect was reported. It stop working a few years ago. The patient was having issues when turning his head with stimulation getting stronger and weaker. The device was last checked maybe in 2010. It was noted the patient has moved and does not have a health care provider (hcp) yet. The next day the patient¿s hcp from the primary care office reported that the patient wants the spinal cord stimulation (scs) system checked. The patient was not sure if the scs was still working as the patient is having more pain for the past six months. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The patient reported a few weeks later that they still have concerns regarding the device or therapy but was working with their doctor or company representative.